Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose levels have been unstable and would rapidly change. The patient bolused and his blood glucose was 49 mg/dl and then it shot up to 200 mg/dl. The customer did not report any symptoms of high or low blood glucose. The customer stated that he changed in his infusion set and ate breakfast and that was when the high blood glucose event occurred. Troubleshooting was declined because the customer had to go to work. No products were returned or shipped.